Manufacturer narrative:
H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a child's oxygen saturation lowered with the use of a synclara cough system. The parental caregiver was trained on the use of the synclara device. The caregiver performed the initial set up of the synclara and the child tolerated therapy. After an unspecified amount of time while the child was sleeping, their spo2 dropped (o2 level not reported). The caregiver placed the child on 5lpm 02 per nasal cannula and the child's sp02 increased to 89%. The caregiver then woke the child up and the spo2 increased to "greater than 93%." The caregiver reportedly put the child on 3lpm of o2 via nasal cannula and the "spo2 remained at 93% overnight." According to the caregiver, the child no longer required oxygen and is unsure if the o2 level dropping was a result of the synclara use or from the patient¿s residual illness. The caregiver also reported that the patient started a new antibiotic (name and dose not reported) that same day. The caregiver planned to discuss the future use of the synclara device with the child's healthcare provider and will resume use per physician direction. There was no allegation of a device malfunction. No further information was available at the time of this report.